Manufacturer narrative:
(B)(4) the explanted device was returned to neuropace and is undergoing investigation. Neuropace has confirmed that the device is not responsive and there has been observed damage to the feedthrough area.

Event description:
Patient was unable to interrogate their neurostimulator. The treating center was unable to interrogate or program the neurostimulator. On (B)(6) 2025, the rns was explanted and replaced. The neurostimulator was received by neuropace and is currently being investigated. The patient did not report a fall or undergo surgical procedures which may have contributed to this event.

Event description:
Investigation results presented in section h10. Original report: patient was unable to interrogate their neurostimulator. The treating center was unable to interrogate or program the neurostimulator. On (B)(6) 2025, the rns was explanted and replaced. The neurostimulator was received by neuropace and is currently being investigated. The patient did not report a fall or undergo surgical procedures which may have contributed to this event.

Manufacturer narrative:
(B)(4). The explanted device was returned to neuropace. Neuropace confirmed the device was unresponsive to interrogation. The neurostimulator outer case was severely deformed near the connector cover. The pca was deformed by the device damage possibly creating an open electrical connection in the pca. Opening the case relieved the mechanical stress on the pca, re-establishing any broken connections and restoring normal function. Based on this analysis, it is believed the patient experienced a fall or trauma but they may not have been cognizant of it.